Event description:
It was reported that a pump under infused during a chemotherapy infusion. The customer stated that the infusion was running at a rate of 200 ml/hr with a total of 50 ml to be infused. It was reported that after 15 minutes the pump alarmed that the infusion was complete; however, 40 ml remained in the line. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is still in progress. When the evaluation is complete, a supplemental report will be submitted.